Event description:
The hcp reported that impedances were less than 250 ohms. No pt symptoms or device troubleshooting was reported. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.